Event description:
The user facility reported the reliance synergy washer was leaking water. No injuries, procedural delays/cancellations or property damage were reported.

Manufacturer narrative:
A steris service technician inspected the washer and found that the unit was dripping water from the circulation line. The technician found the hose clamp to be loose. He tightened the clamp on the hose, tested the unit and returned it to service. No further issues have been reported with the equipment. The washer is not under steris service contract and is serviced and maintained by user facility biomedical personnel. The operator manual states: 6.2- "verify piping system for leaks. Repair if necessary. (Each inspection.)." 6.5- "inspect unit piping for leaks. Retighten all clamps and connections, as required. (1 x/year.)." Steris will advise the user facility of performing scheduled maintenance on their equipment.